Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: whisper es, guide cath: jl 3.5 guiding catheter, jl 4. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position or dissection. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow de novo lesion located in the mid circumflex (cx) artery with no calcification. Pre-dilatation was performed using a 1.5 x 12 mm mini trek balloon. A 2.75 x 23 mm xience drug eluting stent (des) was advanced to the lesion and was deployed successfully at 16 atmospheres; however, a small dissection at the distal part of the stent implant was observed. A 2.5 x 23 xience xpedition was advanced to the lesion to treat the dissection; however, it would not cross the implanted stent despite the use of a buddy wire and larger size guiding catheter. The patient was kept on medical treatment. No additional information was provided. (B)(6).